Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the seeds were stuck in the needle when the radiotherapist put them in place.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "ensure compression slide has been fully reset before compression; stylet bent ¿ replace; the seed train is incorrectly built consisting of either two female or two male ends placed adjacent to each other; ensure the sourcelink connector material is not damaged preventing compression. Ensure the lead glass cover is securely closed; do not press the gate button during compression, allowing ejection of unlinked components through the needle adapter. Ensure that the handle is not being pulled while the dispense button is being depressed. Pulling on the handle during dispensing can cause the cartridge to become misaligned with the dispense track, resulting in a lock out or a jam; ensure the selected cartridge is fully seated in the corresponding carriage receptacle; remove cartridge from carriage and reinsert back into the carriage. Ensure the dispense blade is not jammed - remove the carriage and inspect dispense blade, verify there are no loose components; the selected cartridge is empty - replace with a full cartridge; the dispense button is not fully depressed - press button fully. If cartridge does not dispense following troubleshooting, replace cartridge. Ensure that you hold the gate button down while sliding the releasable slide. Ensure the seed train has been properly built and does not include damaged components ensure needle adapter is appropriate for the implant needle used. Ensure needle adapter is appropriate for the implant needle used." The device was not returned.

Event description:
It was reported that the seeds were stuck in the needle when the radiotherapist put them in place.